Manufacturer narrative:
Concomitant medical products: product ID: 383069 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle (right ventricular) (rv) lead and right atrial (ra) lead exhibited high thresholds approximately two months post implant. The his bundle lead was explanted and replaced and the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.